Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the device had a gray, ceramic-like substance flaking off. This was not observed during a surgical procedure. There was no patient involvement or adverse consequences reported.